Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room due to elevated blood glucose (bg) levels and diabetic ketoacidosis. Bg value was not provided. Reportedly, constant unspecified alarms occurred and the pump did not deliver insulin as intended. Additional information was not provided. Reportedly, the customer reverted to an alternate insulin therapy method. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.